Manufacturer narrative:
Corrected data d1 - brand name.

Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2020 with coolsculpting to the bilateral lower abdomen using a coolcore applicator. On an unknown date following treatment, the treated area developed a large soft cutaneous fatty mass without any symptoms of infection. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lower abdomen with paradoxical hyperplasia (ph).